Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the battery compartment was damaged, the lcd lens was scratched, the upstream occlusion seal was worn and the downstream occlusion sensor seal was torn. It was also observed that the tamper seal was removed/broken. Review of the event history log (ehl) showed an occurrence of an "air in line detected" alarm message. Functional testing was not able to duplicate the reported issue. The device passed both calibration and occlusion pressure tests. Due to the finding of the alarm message in the ehl, one possible, but unconfirmed, problem source was listed as an intermittent air detector issue. The air detector was replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device was having false air in line errors during use. No adverse patient effects were reported by the customer.